Event description:
During a call to global technical service (gts) for assistance with a draining problem on home choice (hc), a home patient (hp) revealed there was an air bubble stuck in the drain line. Product surveillance (ps) spoke with the hp who said she discussed the issue with her nurse. The hp resumed therapy successfully after the incident. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for air in tubing was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was requested, but was not available. A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.